Event description:
It was reported that the surgeon placed the instrument in patient, unfolded bag, and while trying to remove the instrument the left support arm broke off falling with bag back into the abdomen. Surgeon retrieved arm and bag. Procedure was completed with no consequence to the patient reported.